Event description:
The ecs33 was used during a sigmoid colon resection. The device was put through the colotomy going proximal to distal. The device was then fired. The proximal ring was incomplete and the distal ring was complete. The surgeon oversewed the staple line. This extended the procedure by 25 minutes.